Manufacturer narrative:
Medical device expiration date: n/a. Investigation summary: customer returned one (1) used 31gx8mm bd pen needle from lot 0321456. Consumer reported needle broke off inside her skin. The returned pen needle was examined, and it was observed that the patient end (pe) cannula was broken. No evidence of manufacturing defect was observed. Microscopic examination of the returned sample revealed characteristics such as residual bends on the hub end, ovality (deformation from the normally circular cross section) ¿ removal of the epoxy made this evident. When viewed together, these are all indicators of bending/re-straightening mode of failure. In regard to the expired product issue, it could not be confirmed that the product was expired at original acquisition of the bd product. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (broken pe cannula). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (expired product). Root cause description: the possible root cause for this issue (broken pe cannula): user error. No evidence of manufacturing related issues were observed on the returned samples. Microscopic examination of the returned sample revealed characteristics such as residual bends on the hub end, ovality (deformation from the normally circular cross section). When viewed together, these are all indicators of bending/re-straightening mode of failure. Rationale: based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd ultra-fine¿ pen needle broke off during use when the consumer injected into her stomach. The consumer felt it broke off inside her skin and contacted her doctor as a result. Additionally, the consumer explained that the bag of needles being used was obtained from a family member nurse, and had been used "for a long time". The following information was provided by the initial reporter: "consumer reported needle broke off inside her skin. After the injection on her stomach, while shirt pulled up, when she was pulling the needle up, needle wasn't there. She thinks the needle is still inside her stomach. Needle was not found anywhere near her or on her wood floor. When she called the doctor, they said it is the first time they had this call." "Consumer uses the new needle each time of her injection, she visually tests the needle to see it is straight. She tightens the needle during attachment. Explained not to tighten too tightly." "Explained consumer about the possibility of the expiration date on the needle. She stated she got whole bag of needle from a family member who is a nurse and whose husband passed away, she was using those needles. She has used it for a long time. Explained how to check the expiration dates on the lot numbers. It is up to her discretion regarding to use other needles. Offered to send the box. Advised her if she is concerned about the needle, she needs to let the doctor know."